Manufacturer narrative:
The main device component of the system and other applicable components are product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient reported bleeding and blood in their stool and that the procedure was painful. On (B)(6) 2018 patient mentioned they have been constipated and the bowels were very hard to come out. Patient also mention that they had diarrhea. It was also reported that patient experienced pain on their left side and down their leg and that the healthcare provided told them the lead might have moved. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient mentioned she feels uncomfortable stimulation off and on for about 6 seconds at a time only down her left leg. No further complications were noted or anticipated